Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using ruby coils. During the procedure, the physician advanced a ruby coil in the target vessel using a non-penumbra microcatheter but decided to retract the ruby coil for repositioning. While repositioning the ruby coil, the physician experienced resistance and subsequently, the ruby coil unintentionally detached. Therefore, the physician used a snare device to successfully remove the detached coil. The procedure was completed using other ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.